Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer was unsure of exact value of the bg level but stated he was between 90-120 mg/dl ; between 54-500 mg/dl.reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to an alternate pump for insulin therapy but will resort to manual injections for insulin therapy if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.